Manufacturer narrative:
(B)(4). Date sent: 5/20/2021. H6: component code= g04. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the 2b5lt sleeve was received broken in the middle part. The obturator was not returned. As a result of the returned condition, functional testing was unable to be performed. As part of our quality process, the manufacturing records of this lot were reviewed, and the manufacturing standards were met prior to the release of this lot. It should be noted that product failure is multifactorial. One possible cause for the damage found on the sleeve may be excessive external load placed on the device. Please reference the instruction for use for more information. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2021. Event day and event month were not reported. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the device broke in half while in the patient's stomach. Both pieces were easily retrieved and a new device was used to complete the case with no patient consequences.